Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose over 600 mg/dl with polydypsia and polyuria associated with an inaccurate delivery issue. Reportedly, the patient remained on the insulin pump and did receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the basal and bolus totals matched the patient¿s programmed settings and that all were recorded as programmed. The patient was able to deliver one unit via air bolus while on the phone with cts which was recorded correctly in the pump¿s history. Also during troubleshooting, there was an occlusion alarm in the alarm history that could have led to an under delivery of insulin. This complaint is being reported because the patient allegedly experienced hyperglycemia because of an inaccurate delivery issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/05/2015 with the following findings: the last bolus delivery and the last basal delivery were on (B)(6) 2015. The total daily doses added up correctly and reflected the user's programmed basal rates. There were no errors, alarms or warnings during testing. The pump passed a delivery accuracy test and was found to be delivering accurately and within range. Unrelated to the original complaint, the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.